Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.